Event description:
During insertion of a double lumen central venous catheter the j-wire knotted. Attempts to remove the j-wire from the subclavicular region were unsuccessful. The j-wire broke and the distal portion was noted in the subclavicular region by x-ray. A right clavicular cut down was performed to retrieve the j-wire.